Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter facility address: (B)(6). Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported events state the device was used during procedure, while inside the patient and no abnormality was noted before use, this indicates likely that the device passed inspection prior to use and is most consistent with what could occur during a procedural event.

Event description:
It was reported that the device could not be imaged. The 95% stenosed target lesion was located in the anterior descending branch. A stingray lp catheter was selected for percutaneous coronary intervention. During the procedure, after negative pressure was applied, the side of the balloon where contrast was aspirated did not show the image. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device could not be imaged. The 95% stenosed target lesion was located in the anterior descending branch. A stingray lp catheter was selected for percutaneous coronary intervention. During the procedure, after negative pressure was applied, the side of the balloon where contrast was aspirated did not show the image. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable after the procedure.